Manufacturer narrative:
H6: investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that blood leaked out of the back of the bd nexiva¿ closed IV catheter system when the needle was pulled out. The following information was provided by the initial reporter: "yet another incident with the nexiva¿s leaking out of the back of the device. We have had a number of incidences over the last few month. Blood leaked out the back of the back when needle pulled out".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked out of the back of the bd nexiva¿ closed IV catheter system when the needle was pulled out. The following information was provided by the initial reporter: "yet another incident with the nexiva¿s leaking out of the back of the device. We have had a number of incidences over the last few month. Blood leaked out the back of the back when needle pulled out".